Event description:
The user's hearing performance with the device has decreased in the last 5 months. There is no history of any trauma or accident reported. Medical intervention is considered.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Medical intervention is considered but no information about possible further steps has been received yet.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device has decreased in the last 5 months. There is no history of any trauma or accident reported. The user will be re-implanted but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device has decreased in the last 5 months. There is no history of any trauma or accident reported.